Event description:
Boston scientific received information that low shock impedances were detected on this right ventricular lead. No adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field. It was later reported that this patient was seen in the clinic and the shock impedance was within the normal range. No other tests were performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.